Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge was observed to be leaking at the septum while filling cartridge with insulin. Customer used another cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose.